Event description:
This is report 5 of 5 for this event. This is a report of a patient who experienced peritonitis. Two days later, the patient was hospitalized for the peritonitis. The patient's catheter was removed and the patient was moved to hemodialysis. On an unknown date, the treatment for the event included unspecified antibiotic and antifungal medications. Two weeks after the hospitalization, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers h12j26076, h12k09112, h12j03034, h12l11074, h12l13070 and h13b07048. No exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).